Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarm occurred during the basic occlusion test due to moisture damage on force sensor resistor. The motor passed the motor test. Device was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and then when he did the rewind and prime again, he received a compromised force sensor system alarm. He confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Blood glucose value was 117 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.